Event description:
Pump declared a cartridge change error by the customer. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's components, removing an o-ring causing the issue, and successfully completing the cartridge loading process, allowing insulin delivery to resume.